Event description:
Related manufacturer reference number: 1627487-2022-00091. Related manufacturer reference number: 1627487-2022-00173. Related manufacturer reference number: 1627487-2022-01728. It was reported that the patients impedance issues have not resolved following the extension replacement. It is believed there may be an issue with the connection between the lead and new extension. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.